Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 14-jun-2018 - device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: during the investigation, the black box data for the event date was overwritten. No evidence of a battery life issue was observed in the available black box history. The battery compartment was found to be cracked. The battery cap was not returned. No moisture/corrosion was observed in the battery compartment. A test battery cap was able to attach to the pump and power it on. The current draws measured within specification. A "battery life" issue was not duplicated during the investigation. The pump¿s cover was removed, and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.